Event description:
It was reported that the plate fractured during an MRI.

Manufacturer narrative:
Additional complaint information was requested from the complainant on the following dates: 11/30/09, 12/14/09.